Event description:
Same case as #6000093-2007-01299. It was reported that post a coronary stenting treatment procedure, a thrombosis and death occurred. The target lesions were located in the diagonal (dx) and left anterior descending (lad) arteries. The dx was predilated with a 3.0x20mm maverick balloon and a 3.0x20mm liberte' bare metal stent was deployed at 12 atm's 30 seconds. Using a bifurcation technique, a 3.5x24mm liberte' bare metal stent was deployed in the lad at 12 atm's for 30 seconds. The lad stent was post dilated with a 2.5x20mm maverick balloon. Four days later, the patient presented with an mi and was brought back to the ccl where a thrombosis was discovered that completely closed off the lad. The physician was unable to remove the thrombosis, so a balloon pump was inserted. The patient was transferred to the unit, where she expired later that day. The cause of death is unknown.

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.